Event description:
It was reported that two weeks post-implant, the rv (right ventricular) lead was not capturing. During the revision procedure, it was noted that the suture sleeve had become detached from the skin and became loose, causing the lead to pull back out of position and to not capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2014. (B)(4).